Manufacturer narrative:
No button error alarm was noted. The up arrow button was unresponsive due to corroded keypad traces. No frozen display or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was frozen. Customer's mother stated it first started flashing, then numbers started scrolling, and now it's frozen. Customer was unable to deliver a bolus. Customer's blood glucose was 83 mg/dl. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer was just in a meeting. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.